Event description:
Philips received a complaint by the customer on the v60, indicating that the device is displaying error code 1007 - machine and proximal pressure sensors failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the device was returned by quest bench and it is displaying diagnostic code 1007 - machine and proximal pressure sensors failed message. The rse recommended to replace the data acquisition (da) printed circuit board assembly (pcba) to motor controller (mc) pcba cable. The rse dispatched a field service engineer (fse) to the site for service and repair.

Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replaced both power management board and motor controller board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.